Event description:
Patient fell out of bed and sustained bruising reportedly due to false latching of siderail.

Manufacturer narrative:
Hill-rom technician found that the siderails functioned properly and could not duplicate the issue. The technician did install the versacare siderail inline spring kit on all four siderails.